Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted. A dried clear substance was observed on the device handle and a large amount of a dark brown substance was noted on the basket wires and within the distal catheter. The basket has one broken wire detached near the proximal end of the wire and remaining attached at the distal tip of the basket. The basket advanced and retracted as intended during handle manipulation with the broken wire remaining outside of the catheter. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. Photos were exchanged with production leadership and manufacturing engineering on 22jul2025. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. The guidelines for soldering process has been revised to bring awareness to the risk of overheating during the soldering process and a retraining has been performed for all operators since the manufacture date of the affected lot to reduce occurrences of embrittlement. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for bile duct stone removal, the physician used a cook memory eight wire basket. It was reported that when the physician inserted the device into the bile duct and attempted to open the basket, the wire was torn and couldn't open it. He stopped using it and continued the procedure with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.